Event description:
It was reported that when the hospital staff were transferring the patient to the hana table for a surgery, the table although locked, moved and they almost dropped the patient. Patient was not injured but one of the employees sustained a wrist injury.

Manufacturer narrative:
Preventative maintenance of the table was performed before the incident (B)(6) and it was indicated that the casters had corrosion. Castor replacement was recommended but was not implemented by the hospital at that time. Following the incident (08/26), inspection was done by our field service engineer where the casters of the table were found to be corroded and were replaced as part of the visit.

Event description:
It was reported that when the hospital staff were transferring the patient to the hana table for a surgery, the table although locked, moved and they almost dropped the patient. Patient was not injured but one of the employees sustained a wrist injury. The injured employee was taken to the emergency room for treatment and worker's comp case was opened for this incident.